Event description:
It was reported that, an 840 ventilator had unresponsive touch screen. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Supplemental report has been submitted to correct previous medwatch submitted in error. The new information received from the service engineer indicates that there was nothing wrong with touch screen. The gui latch and rotor were found damaged. Therefore; this issue now is classified not as a complaint. This incident was reported incorrectly.